Event description:
It was reported that the patient presented to the hospital for a device upgrade procedure. Upon device interrogation prior to the procedure, the right atrial (ra) lead was noted to exhibit noise oversensing resulted in a short duration of inappropriate mode switch episode. The noise was reproducible. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.